Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context due to the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the after use of the nc trek balloon for post-dilation, there was difficulty during deflation and during the attempt to withdraw the device, there was resistance at the tip of the guiding catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.